Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the health care provider (hcp) clarifying that there was not a pump issue.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer. The patient had a clear fluid coming from nose, sweats, headache, backache (area where they had medical problems), and blood pressure of 173/85 (they think) when checked. The wrong medication from the lab was ordered by the new health care provider (hcp) office. The hcp did not know until the refill procedure started. They had to put the last of the old medication back in and order a rush refill. They gave the patient oral morphine to avoid withdrawal and excessive pain. The morphine made the patient sick; also sensitive stomach pain and indigestion. The pump issue and flu-like symptoms, weakness, high blood pressure, and heart rate issues were resolved when the correct medicine was put in the pump. The cause of the pump issue was unknown. Follow up was requested. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving fentanyl, bupivacaine and morphine (dose and concentration for all 3 drugs was unknown) via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient had been sick for a month/beginning (B)(6) 2015 with flu, patient went to the health care professional and was given antibiotics. The patient stated that he has to go to a specialist because he is still having flu like symptoms the managing doctor said that the patient was getting weak and that he should go to the emergency room if his symptoms get worse. Reportedly, patient was told at the emergency room that they think the pump is the issue but the patient did not think that the pump had anything to do with his symptoms. The patient's heart rate and blood pressure was high but all the emergency room could focus on was the pain pump. Patient felt like he was being treated like a drug addict by the hospital and was redirected to (B)(6). The patient had seen his cardiologist and was cleared of cardiac issues. The patient wanted to know if the manufacturer had any support groups for pain pump patients